Event description:
During product evaluation by a baxter service technician of a flo-gard infusion pump, a fg_111 alarm (low battery) was observed. This condition had the potential to interrupt delivery. This was not reported by the customer. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). This is an ancillary service event discovered during preventative maintenance. The cause of the fg_111 alarm was determined to be a low battery. To correct this condition the main battery was replaced. If any additional relevant information is received, a follow-up will be sent.